Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. Device tracking received a procedure form reporting the icm device was explanted due to undersensing. Another icm device was implanted during the procedure. Device return has been requested but at this time the icm device has not been returned. There were no reported adverse patient effects.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. Device tracking received a procedure form reporting the icm device was explanted due to undersensing. Another icm device was implanted during the procedure. Device has been returned for analysis. There were no reported adverse patient effects.

Manufacturer narrative:
The completed product investigation found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. As a result, evaluation conclusion code "no problem detected" was added.